Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test and displacement test. Power graph analysis and long trace / formatted history files confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be returned for analysis.